Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The catheter was assembled with a two-piece connector and usage residues were observed throughout. The catheter terminated approximately 1.5cm from the connector. The distal end appeared to be irregular. Microscopic inspection of the distal end of the catheter revealed a dully granular break surface. The catheter exhibited an elliptical cross-section at the break site. Tactile inspection of the catheter revealed severe tensile weakness in the vicinity of the break. Necking and material discoloration were observed in the vicinity of the break. The break features, necking, discoloration and tensile weakness were consistent with material failure under pulling stress. The location of the damage suggested that catheter placement, securement, maintenance and access techniques may have contributed.

Event description:
It was reported that the external portion of the catheter was found ruptured the following day after it was placed in the patient. On may 6, the catheter was placed from the basilic vein under ultrasound. During the early shift on may 8, the external portion was found ruptured. The operator revealed that no sharp materials came into contact with the catheter during the operating procedure. The catheter was inserted repeatedly due to migration when placed. The catheter insertions were conducted manually rather than tweezers. After placement, the catheter was trimmed. No fluid leaked when the catheter was flushed. No problems occurred during infusion using the catheter on may 6. During the early shift on the next day, no connector was found on the catheter beneath the tape. It was then suspected that the connector would not be attached. After inquiries, it was found that infusion was conducted on may 6 and the catheter was secured properly. After a thorough search, the ruptured portion of the catheter was found near the pillow of the patient. The gauze and dressing beneath the tape remained dry.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redw1227 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the external portion of the catheter was found ruptured the following day after it was placed in the patient. On may 6, the catheter was placed from the basilic vein under ultrasound. During the early shift on may 8, the external portion was found ruptured. The operator revealed that no sharp materials came into contact with the catheter during the operating procedure. The catheter was inserted repeatedly due to migration when placed. The catheter insertions were conducted manually rather than tweezers. After placement, the catheter was trimmed. No fluid leaked when the catheter was flushed. No problems occurred during infusion using the catheter on may 6. During the early shift on the next day, no connector was found on the catheter beneath the tape. It was then suspected that the connector would not be attached. After inquiries, it was found that infusion was conducted on may 6 and the catheter was secured properly. After a thorough search, the ruptured portion of the catheter was found near the pillow of the patient. The gauze and dressing beneath the tape remained dry.